Manufacturer narrative:
The company representative replaced the processor pcb (part number: 0670-00-0770). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while preparing for a cardiac catheterization procedure, the iabp would not power up. The customer decided to forgo the use of the iabp therapy for the patient. No patient injury was reported.